Event description:
The initial reporter stated that the pump would indicate it was running but that it did not infuse any formula. At the time of the complaint the initial reporter stated that the patient had not experienced any adverse effects. They also stated they had no further information. Complaint-(B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.